Event description:
The pt's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet rec'd. Associated MDR's: 1018233-2012-02176 and 02178.

Manufacturer narrative:
The investigation is still in progress. When it is completed, a supplemental MDR will be sent.